Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unknown bd vacutainer® sst¿ blood collection tubes after the blood was drawn, customer found the tube was deformed. The following information was provided by the initial reporter. The customer stated: ¿due to the patient's condition, blood was drawn by blood collection vessel, and it was found that the tube was deformed.¿